Event description:
Product - contour threads - polypropylene, barbed, suture threads used for evaluation and fixation of midface, brow and/or neck. Pt had 4 threads introduced on each side of face. After healing and for a period of 45 days, results were satisfactory. However, positive results are rapidly diminishing. Rptr was told, by physician, manufacturer's rep and manufacture literature, that the mid-face "lift" effects would be apparent for 3-5 years. At this rate, effects will be completely gone within one year. Consulted several other practitioners, in person and online, and was told by them that contourthreads "do not last as purported and advertised by manufacturer". Furthermore, those practitioners said that they no longer perform that "threadlift" procedure using the contour thread product. Pt believes surgical specialties corp is perpetrating fraud to physicians and their clients. Only recourse is to undergo another procedure with a different practitioner who uses more effective threads with a history of effectiveness.